Event description:
The coil could not be removed from the sleeve and implanted into the patient. The coil was removed and replaced without incident or harm to the patient. Manufacturer response for ruby lp coil 1mm x 2 mm, ruby lp coil 1mm x 2 mm (per site reporter), unknown.